Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operation. The patient presented to the hospital and was treated with cephalosporin (intraperitoneal) and another unspecified anti-inflammatory drug(intraperitoneal) for peritonitis. Pd therapy was ongoing. Patient hospitalization and patient outcome were not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.